Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.

Manufacturer narrative:
Brand name corrected from balloon catheter inflation devices to advantage balloon catheter inflation device. Common device name corrected from catheter, angioplasty, peripheral, transluminal to syringe, balloon inflation. Product code corrected from lit to mav. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Unit returned with its original open box labeled batch 21375919. The device is inside of the original sealed tray, as part of overall visual revision. The device was inspected thru unopened tray and no excess of silicone in the flexcil line or barrel of the device were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.